Event description:
It was reported that the patient underwent an l3-l5 instrumented tlif using rhbmp-2/acs for recurrent disc herniation and mechanical back pain. The patient's back pain improved from his preoperative condition in the early postoperative period. However, 3 months later, the patient presented with lower back pain and a CT scan revealed osteolysis of the l4-l5 vertebral bodies. This osteolysis appeared to be an expansion of a preoperative defect causing a subchondral cyst. The patient was taken to the operating room for removal of the interbody cage at the l4-l5 level and revision of the fusion with iliac crest autograft. At the 15 month follow-up, the patient had no complaints of back pain and the new CT scan revealed solid fusion across the l4-l5 disc space.

Manufacturer narrative:
(B)(4). Literature article citation: balseiro et al. Vertebral osteolysis originating from subchondral cyst end plate defects in transforaminal lumbar interbody fusion using rhbmp-2 report of 2 cases. The spine journal 2010; (doi 10.1016/j.spinee.2010.04.013). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.